Event description:
It was reported that this pacemaker recorded an inappropriate atrial tachy response (atr) episode due to oversensing. Oversensing appeared to be the atrial channel picking up ventricular signals. Technical services (ts) was consulted, discussed possible options for programming blanking periods. This pacemaker remains in service. No adverse patient effects were reported.